Event description:
The customer reported that the system would not boot up prior to a case. No pt death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib (generator interface pcb) and associated power supply were evaluated and replaced. The system was tested and found to be working as intended and returned to service.